Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) stone extraction with spyglass ds procedure performed on (B)(6) 2016. According to the complainant, during the procedure, there was difficulty advancing a laser device through the spyscope ds while it is inside the patient. The device was removed outside the patient and tried advancing a spybite; however, same thing happened. It was noticed that there was a metal shiny object inside the working channel came out at the end of the catheter. The procedure was completed using a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: (B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) stone extraction with spyglass ds procedure performed on (B)(6) 2016. According to the complainant, during the procedure, there was difficulty advancing a laser device through the spyscope ds while it is inside the patient. The device was removed outside the patient and tried advancing a spybite; however, same thing happened. It was noticed that there was a metal shiny object inside the working channel came out at the end of the catheter. The procedure was completed using a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.